Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was white cotton like foreign matter on the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was white cotton like foreign matter on the catheter.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was white cotton like foreign matter on the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review findings: lot 7334848: DHR review was previously conducted for 345059 ¿ 357962 and revealed that this lot was built and packaged on afa line 11 from 03dec2017 thru 06dec2017. Lot 7334856; was built and packaged on afa line 11 from 06dec2017 through 08dec2017 for the quantity of 343,210ea. Reviews disclosed no indication of the defect as there were no reject activity findings throughout the build of this lots that would impact upon the quality of the product. All required challenges samples and testing was conducted per specification in accordance with the setup and in-process sampling plans during the build of the product. In process inspections for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Sap (qn) database review findings: subject codes were an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the potential lot numbers provided for this incident. Observations and testing: received one unused 22g bd insyte autoguard IV blood control catheter unit from unknown lot without packaging. All components are present and intact. Confirmed fm on catheter tubing near the tip. Visual/microscopic examination: the fm was identified to be non-foreign (porous plug shaving residual); which was introduced during the manufacturing process. Conclusions: confirmation of the subject of foreign matter, as stated in the description of the complaint, was conclusive based on the evaluation of the unit provided for this incident. Confirmed there was white fm (non-foreign / porous plug residual) near the tip of the catheter tubing. The characteristics of the fm (non-foreign / porous plug residual) was evidence to confirm and support manufacturing process related issues for the reported defect as the non-foreign was introduced during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Note: routine cleaning process has been updated to significantly reduce the potential for this kind of fm on the catheter tubing.